Manufacturer narrative:
A user facility reported through a medwatch (# (B)(4)), "the temperature probe functioning upon insertion [date redacted]. On [date redacted]: the next day, it began to intermittently read incorrectly, going from 37.0 to 11.4 and bouncing around, then reading steady. Temperature probe completely stopped working on [date redacted]: the second day." Deroyal industries, inc. Requested return of the device, but it was not available for return. A supplier corrective action request (scar) will be issued to the supplier, spectrum plastics. This investigation is not complete at this time. No further information is available at this time. We will provide follow up report when additional information becomes available.

Event description:
A user facility reported through a medwatch (# (B)(4)), "the temperature probe functioning upon insertion [date redacted]. On [date redacted]: the next day, it began to intermittently read incorrectly, going from 37.0 to 11.4 and bouncing around, then reading steady. Temperature probe completely stopped working on [date redacted]: the second day."

Manufacturer narrative:
A user facility reported through a medwatch ((B)(4)), "the temperature probe functioning upon insertion [date redacted]. On [date redacted] - the next day, it began to intermittently read incorrectly, going from 37.0 to 11.4 and bouncing around, then reading steady. Temperature probe completely stopped working on [date redacted] - the second day." Deroyal industries, inc. Requested return of the device, but it was not available for return. As this was discovered to be part of the connector, no supplier corrective action request was required to be sent to the supplier. As the lot was not reported, the specific device history record (DHR) was not able to be reviewed. An inventory check was not performed as this reported complaint was not something that could be discovered with visual inspection. A complaint to sales ratio was conducted over the past two years and found to be (B)(4). Root cause: because the sample was not returned and the lot number was not provided, the root cause could not be determined. Corrective actions: because the root cause could not be determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. The investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.